Event description:
High ventricular lead impedance (4469 ohms) was reported. The polarity of the lead had changed to unipolar due to lead monitor with occasional asystole events due to oversensing the patient had some non captured pacing events. Patient was in the ER. The lead was replaced. No further patient complications have been reported as a result of this event.

Event description:
High ventricular lead impedance (4469 ohms) was reported. The polarity of the lead had changed to unipolar due to lead monitor with occasional asystole events due to oversensing the patient had some non captured pacing events. Patient was in the ER. The lead was replaced. No further patient complications have been reported as a result of this event. It was further reported the patient had been brought to the ER due to increased confusion, lethargy, presyncope, lightheadedness, and dizziness. In the ER, the patient revealed long episodes of asystole with malfunctioning of permanent pacemaker which appeared to fail to capture. An external pacemaker was put on. Again, the patient did reveal multiple episodes of failure to capture with long episodes of asystole when the external pacemaker took over.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A stat interrogation of the pacemaker revealed a dual permanent pacemaker with good right atrial lead thresholds and functioning, however, the ventricular leads revealed only intermittent capture with most of the time failure to capture and a very high impedance of more than 4000 ohms which was highly suggestive of lead fracture. Patient was taken emergently to the cardiac catheterization lab for lead revision.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.